Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number was found. The suspect device was returned for evaluation. The visual inspection of the returned unit found the device to have been assembled with signs of clinical use present on the device. The detached wire was found within the catheter holding tube within the tray. Examination of the wire at both break points found no apparent reason for the breakage. The reported failure was able to be observed and due to the device having been used, the root cause could not be determined.

Event description:
The customer reported that the physician mentioned the whole thing broke. There was no patient harm or injury reported.